Event description:
On 9/28/06 kimberly-clark received a report that while obtaining a lung sample, the brush tip broke off inside the patient's lung. Due to the position of the brush tip, the doctor was able to carefully remove the brush tip from the lung. Kimbery-clark has no first hand knowledge of the allegations but is relaying the information received from outside sources pursuant to federal regulations.

Manufacturer narrative:
Investigation: product in question was received on 10/25/2006. The sample was visually examined and it was noted that the brush end was detached. The crimp joint was broken. The root cause of the broken crimp joint is unk (product defect, exposure to excessive force, etc.) The product lot in question was manufactured on april 18, 2006. The device history record was reviewed and the product lot met specification. Specifically, the pull test results from the device history record confirmed test samples met specification. In addition, all brushes are 100% inspected for proper weld of the tip to the brush. We have not identified any complaint trends associated with this type of defect.